Event description:
It was reported the irc1705 compressor was being utilized to administer medication to a pediatric patient. During use, it was noted the compressor was no longer producing any mist. It is unclear how the patient received the required dosage of medication. No patient injuries were reported as a result of this event.